Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment were not reported. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in feb2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.